Event description:
A reporter called on behalf of her mom to submit a report about a device that failed and caused her mom adverse events. The reporter reviewed a report online and she feels the manufacturer's report about the device is incorrect. The reporter said that her mom was not informed that the device is not MRI compatible. After she had a head MRI, her mom had an inflamed skin, that was tender to touch, pretty severe pain and scar tissue. When her mom reached out to the manufacturer, she was told if a person with the implant wears a head coil, it would cause tissue damage and demagnetization. She said her mom was not wearing the head coil when she was having the MRI; the external processor was not in the MRI room except the implanted magnet. After the MRI, the battery stopped charging. Even if she charges the battery, it dies within 10 minutes. She said the device died completely after two days of the MRI. She said the manufacturer had admitted that they have not tested the device for head MRI.